Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result when using the cobas ® sars-cov-2 & influenza a/b nucleic acid test, for use on the cobas® liat® system when compared to the results generated by genexpert cepheid. On (B)(6) 2021, the initial test sample generated sars-cov-2 positive on the cobas® liat® system m1-e-10522. A repeat testing of the same sample was performed on a different cobas® liat® and the genexpert cepheid system generated sars-cov-2 negative. The results were reported to the patient and or/ medical personnel. No harm or injury is alleged. Investigation is in progress.

Manufacturer narrative:
Although instrument data was not provided from the liat for review of instrument performance, therefore it cannot be determined if those samples may have been near the limit of detection (lod) for the assay where results are known to waiver. Please see the liat and the cepheid assay package inserts for differences in lod. Conversely different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. The complaint allegation was not observed. (B)(4).